Event description:
In 2009, the lay user/pt's daughter contacted lifescan (lfs), alleging that the pt's one touch ultra meter was prompting an "ER 2" message. Per the one touch ultra owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) spoke with the reporter on july 29, 2009, and obtained the following info. The pt's daughter reported that the alleged error message began to approximately 1 month prior to contacting lfs. As a result of the issue, the reporter claimed that the pt discontinued testing her blood glucose; however, continued to take her usual dose of 70/30 humulin insulin 2x/day. On the prior to original date, the reporter stated that the pt began to feel sweaty; a symptom she associated with a low glucose. In response to the symptoms, the pt treated self with food and/or drink and reportedly felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique and that the subject strips appeared in good condition. The alleged error message remained unresolved, even after the reporter attempted to test with a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.